Event description:
After stent placement in cerebral artery the spider rx filter dislocated and could not be retrieved necessitating surgical removal. Pt needed blood transfusion for blood loss. FDA safety report ID #: (B)(4).